Event description:
The fenestrated bipolar forceps instrument was returned without any allegations of malfunction. There were no missing or fallen pieces reported. No further information was provided.

Manufacturer narrative:
The instrument was returned, no information was provided. Engineering evaluated the instrument and found a broken cable. The pitch up cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.